Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
It was reported that the remote alarm port was loose and not triggering the ventilator alarm monitor. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The remote alarm was not functioning. The fse noted that the main board was an older configuration. The fse resoldered the main board; however, the issue persisted. The fse replaced the main board and the issue was resolved. The unit was returned to service.

Manufacturer narrative:
G4:24nov2020. B4:29nov2020. The main printed circuit board (pcb) revealed was returned to failure investigation (fi) for analysis. Broken solder connections at cn2 pins 1, 2, & 3 caused the remote alarm test to fail. Re-soldering the pins corrected this failure. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.